Event description:
It was reported the bd vacutainer® serum blood collection tubes were difficult or unable to pierce through the stopper. This event occurred on thirteen occasions. The following information was provided by the initial reporter: "it is reported customer is experiencing stoppers not coming off when placed in analyzers. A couple of techs have reported to me that when the decapper of our track system attempts to remove the stopper of red top vacutainers, the plastic part comes off but the grey rubber stopper remains.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-10. Investigation summary: bd received two (2) samples and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for decapping with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for decapping with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® serum blood collection tubes were difficult or unable to pierce through the stopper. This event occurred on thirteen occasions. The following information was provided by the initial reporter: "it is reported customer is experiencing stoppers not coming off when placed in analyzers. A couple of techs have reported to me that when the decapper of our track system attempts to remove the stopper of red top vacutainers, the plastic part comes off but the (B)(6) rubber stopper remains."